Event description:
It was reported that the customer experienced an unspecified issue resulting in insulin being suspended. Customer's blood glucose level was 134 mg/dl. Tandem technical support verified no alarms or alerts were recorded in pump's history. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Device not returned.